Event description:
Information regarding the patient's por will be reported in manufacturer report #3004209178-2013-24172. From now on this file will only pertain to the patient's infection.

Event description:
It was reported that on (B)(6) 2013 there was a "sudden" power-on-reset (por) message. It was stated that there was no event related, other than the patient listened to her music on her mobile device for two hours. It was stated that the device was explanted on (B)(6) 2013. Additional information received reported that the patient underwent a removal of her system on the side of "malfunctioned implantable neurostimulator (ins), not because of product but because of infection that occurred on the lead site". It was stated that the infection occurred more than one year after implant. It was noted that after 6 months the patient was going to be re-implanted. The patient still wanted the device.

Manufacturer narrative:
Product ID neu_unknown_lead; product type lead. (B)(4).

Manufacturer narrative:
See manufacturer report #3004209178-2013-24172.

Event description:
Follow up information reported that the infection was not related to the patient's ins device and had occurred "in the midst of plastic surgery" for wound care. It was noted that the patient's symptoms are being managed "relatively well" with the unilateral ins system and "works bilaterally somewhat". If additional information is received, a follow up report will be sent.